Event description:
Procedure type: lap total gastrectomy. Patient gender: male. According to the reporter: the tube was inserted, and opened the part to pull the tube when it was confirmed the tube reached the patient's cavity. While pulling the tube, the anvil was detached from the tube in the cavity, but was removed using oral cavity scope. No tissue damage and no bleeding were reported. A new instrument was used to complete the procedure. The surgery extended more than 30 minutes. No patient injury was reported. No further patient details were disclosed.